Event description:
A pt returned from cardiovascular surgery with in-line atrium chest tube system for blood reinfusion attached. When ICU rn returned ats bag up to reinfuse, bag began to leak blood. A crack was noted by air vent. Blood leaked on pt and rn. Bag immediately removed. Next bag added by ICU rn did not leak. Bag from surgery is delivered pre-attached to system before packaging. The bag the ICU rn added was not pre-attached to the ats prior to packaging.